Event description:
The pt reported out of range normal control solution test results with test strips, lot unknown. Some time within the last 2 months, the pt opened the first bottle of test strips from the box and performed a normal control solution test. The control solution test result was out of range on the high end of the normal control solution (pt cannot remember specific test result). Because of the out of range test result, the pt immediately discarded both bottles of test strips. The pt's meter was set to the appropriate code when the test was performed. The pt stores the test strips in the kitchen.